Event description:
Nurse reported a pt injected with radiesse dermal filler in the cheeks and nasolabial folds on (B)(6) 2011. Two - three weeks post-injection the pt was evaluated by the nurse with no problems observed. Four weeks post-injection the pt reported swelling with discomfort to the injected areas. One week later, she went to the hospital due to painful swelling. The physician at the hospital stated it was a reaction to the radiesse.

Manufacturer narrative:
No treatment at the hospital was reported. The pt then contacted the nurse who advised it could be a secondary infection and she should see her gp for antibiotics. The pt's gp stated the area was not infected. The pt was seen again on (B)(6) 2011 by the nurse presenting with slight redness and swelling. The nurse felt it was an infection and recommended antibiotics. It is unk if antibiotics were prescribed for or taken by the pt. During f/u the nurse reported no infection was confirmed. Antibiotics (co-amoxiclav 625 mg for one week) were prescribed along with prednisolone for 3 - 4 days. Treatment provided temporary relief but pt is now experiencing an area of hardness under the skin. The pt is due to return during week of (B)(6) 2011. The radiesse lot number was not available.